Manufacturer narrative:
One device was received. Per visual inspection, there was no abnormality in the appearance of the main body. Per functional testing, there was leaking from inside the main unit. The root cause was from demand manifold assembly or input manifold. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the input manifold and demand valve assembly. The device passed all functional testing.

Manufacturer narrative:
Date of event unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device had leakage of oxygen gas from inside the product. No patient injury reported. No additional information is available for this complaint.